Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('complaints of lower pelvic pain/worsening pain') and device dislocation ('migration/essure caused tenting in left cornual area') in a 42-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("complaints of severe pelvic pain associated with her menstruation / painful menstruation"), abdominal pain ("abdominal pain / cramping"), fatigue ("fatigue"), migraine ("migraine headaches for the past six months/worsening migraines or headaches"), menorrhagia ("large clots during her menses/increased clotting during her menses"), medical device discomfort ("she felt the essure coils when bending or lifting / pressure due to essure") and genital haemorrhage ("worsening pain or abnormal bleeding"). The patient was treated with surgery (she underwent bilateral salpingectomy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, fatigue, migraine, menorrhagia and medical device discomfort had resolved and the device dislocation and genital haemorrhage outcome was unknown. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, fatigue, genital haemorrhage, medical device discomfort, menorrhagia, migraine and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2015: results: normal. Diagnostic results: hysterosalpingogram done on (B)(6) 2014, which showed both essure coil were properly located and bilateral tubal occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('complaints of lower pelvic pain/worsening pain') and device dislocation ('migration/essure caused tenting in left cornual area') in a 42-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("complaints of severe pelvic pain associated with her menstruation / painful menstruation"), abdominal pain ("abdominal pain / cramping"), fatigue ("fatigue"), migraine ("migraine headaches for the past six months/worsening migraines or headaches"), menorrhagia ("large clots during her menses/increased clotting during her menses"), medical device discomfort ("she felt the essure coils when bending or lifting / pressure due to essure") and genital haemorrhage ("worsening pain or abnormal bleeding"). The patient was treated with surgery (she underwent bilateral salpingectomy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, fatigue, migraine, menorrhagia and medical device discomfort had resolved and the device dislocation and genital haemorrhage outcome was unknown. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, fatigue, genital haemorrhage, medical device discomfort, menorrhagia, migraine and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2015: results: normal. Diagnostic results: hysterosalpingogram done on (B)(6) 2014, which showed both essure coil were properly located and bilateral tubal occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: plaintiff fact sheet received. Events worsening abnormal bleeding and migration/essure caused tenting in left cornual area were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('complaints of lower pelvic pain/worsening pain') and device dislocation ('migration/essure caused tenting in left cornual area') in a 42-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy test negative and dyspareunia. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("complaints of severe pelvic pain associated with her menstruation / painful menstruation"), abdominal pain ("abdominal pain / cramping"), fatigue ("fatigue"), migraine ("migraine headaches for the past six months/worsening migraines or headaches"), heavy menstrual bleeding ("large clots during her menses/increased clotting during her menses"), medical device discomfort ("she felt the essure coils when bending or lifting / pressure due to essure") and genital haemorrhage ("worsening pain or abnormal bleeding"). The patient was treated with surgery (she underwent bilateral salpingectomy on (B)(6) 2017). Essure was removed on(B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, fatigue, migraine, heavy menstrual bleeding and medical device discomfort had resolved and the device dislocation and genital haemorrhage outcome was unknown. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, fatigue, genital haemorrhage, heavy menstrual bleeding, medical device discomfort, migraine and pelvic pain to be related to essure. The reporter commented: deployed with (r) 5 and (l) 6 coils trailing into cavity discrepancy noted: essure removal date as per mr is (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2015: results: normal. Diagnostic results: hysterosalpingogram done on (B)(6) 2014, which showed both essure coil were properly located and bilateral tubal occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-jun-2021: mr received: reporter, medical history and rcc added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("complaints of lower pelvic pain") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("complaints of severe pelvic pain associated with her menstruation / painful menstruation"), abdominal pain ("abdominal pain / cramping"), fatigue ("fatigue"), migraine ("migraine headaches for the past six months"), menorrhagia ("large clots during her menses/increased clotting during her menses") and medical device discomfort ("she felt the essure coils when bending or lifting / pressure due to essure"). The patient was treated with surgery (she underwent bilateral salpingectomy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, fatigue, migraine, menorrhagia and medical device discomfort had resolved. The reporter considered abdominal pain, dysmenorrhoea, fatigue, medical device discomfort, menorrhagia, migraine and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2015: normal hysterosalpingogram done which showed both essure coil were properly located and bilateral tubal occlusion. Quality-safety evaluation of ptc: sample not available since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint. We cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on (B)(6) 2017: quality safety evaluation of product technical complaint. Company causality comment: this litigation case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2013 and experienced lower pelvic pain. She underwent bilateral salpingectomy on (B)(6) 2017. Pelvic pain is highly prevalent in women, and may have gynaecological and nongynaecological causes. In this case, no alternative explanation for her pain was provided. This case was classified as incident since device removal was required. Follow-up information will be obtained through the litigation process. The product technical analysis concluded, as a product quality defect could not be confirmed but is considered plausible, a relationship with the reported medical events cannot be totally excluded.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("complaints of lower pelvic pain") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("complaints of severe pelvic pain associated with her menstruation / painful menstruation"), abdominal pain ("abdominal pain / cramping"), fatigue ("fatigue"), migraine ("migraine headaches for the past six months"), menorrhagia ("large clots during her menses/increased clotting during her menses") and medical device discomfort ("she felt the essure coils when bending or lifting / pressure due to essure"). The patient was treated with surgery (she underwent bilateral salpingectomy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, fatigue, migraine, menorrhagia and medical device discomfort had resolved. The reporter considered abdominal pain, dysmenorrhoea, fatigue, medical device discomfort, menorrhagia, migraine and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2015: normal. Hysterosalpingogram done which showed both essure coil were properly located and bilateral tubal occlusion. Company causality comment: this litigation case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2013 and experienced lower pelvic pain. She underwent bilateral salpingectomy on (B)(6) 2017. Pelvic pain is highly prevalent in women, and may have gynaecological and nongynaecological causes. In this case, no alternative explanation for her pain was provided. This case was classified as incident since device removal was required. Follow-up information will be obtained through the litigation process. A product technical analysis is being sought.